Manufacturer narrative:
No product returning for evaluation. Attempts were made to obtain all available information. Should new information become available, a follow-up MDR will be submitted.

Event description:
Received information stating customer received occlusion alarms during basal and bolus delivery. The customer's blood glucose leven was not impacted.